Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the mildly tortuous and non-calcified brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, on the third inflation at 20 atmospheres for a minute the balloon ruptured vertically. The device was removed and completed the procedure with another of the same device. There were no patient injuries reported and the patient condition was good.